Event description:
During zenith placement in 2009, the physician placed a flex iliac leg graft to extend into the external iliac after an initial graft placement did not seal. The internal iliac was embolized prior to extending into the external. There was a persistent leak in the middle of the limb. The only explanation was that there was a graft tear. The physician then placed another flex leg to reline the graft with a hole. This resolved the endoleak. Patient is fine.

Manufacturer narrative:
Event evaluation: still under investigation.